Manufacturer narrative:
A visual examination of the returned device found reside indicating use. Furthermore, the basket/wire assembly was detached and removed from coil/ handle assembly. Side-car push-back was present and the coil was broken and buckled at distal end of heatshrink. The device was disassembled, and it was noticed that the pull-wire was broken 10.1mm distal to the end of handle cannula. Both fractured ends of broken section of the pull-wire were necked down indicating that the component most likely sheared apart. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors causing the pull wire to break. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a sohendra handle. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a soehendra handle. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.